Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 257 mg/dl at the time of the call. The customer was given and carbs to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer stated that their blood glucose fluctuates from low to high all the time. The customer reported a lost transmitter. The customer had several other medical issues that may have caused the low, and was running high in the afternoons, and thought their basals need adjusting. The customer also reported that they had been hospitalized several times over the last year due to lack of continuous glucose monitoring. The customer stated they had a police report of an incident when they were in a turning lane and then passed out. The insulin pump will not be returned for analysis.